Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted. No missing segment/ partial display anomalies noted. Unit received with broken end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to broken end cap. Pump received with minor scratched lcd window, loose/protruded drive support disk, cracked case at the display window corners and cracked reservoir tube lip. No belt clip assembly received with pump. Unable to verify belt clip anomaly.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that end cap was broken off and taped back together. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.